Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient's implanted system was removed due to bypass surgery. It was reported that the rate-sense portion of this right ventricular lead was fractured. No adverse patient effects were reported.